Event description:
Additional information was received from the patient¿s family member on 2019-apr-26. It was reported that the patient was having trouble with the controller; they could not get the controller to charge the implantable neurostimulator (ins) and they were seeing ¿no device found¿ (screen 16). The caller stated that they have tried removing the battery pack and reinserting it and without the belt, but neither seemed to work. It was noted that the patient was able to connect with the recharger plugged in, the controller was at 60%, then charged to 50% on the call, and the ins was at 40%. For troubleshooting, the caller attempted communication, started a recharge session and optimized the recharger antenna position on alert screen 50. It was insured that the controller was using the lithium ion battery pack and then the caller just kept cycling back and forth. In result, the caller was able to get the controller to start a charge session on the ins and they saw that the recharge quality was excellent. There were no further complications reported or anticipated.

Manufacturer narrative:
G4: estimated date- patient reported that they spoke to a manufacturer representative (rep) on the monday or tuesday during the week of april 26, 2019. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - lumbar radiculopathy/ spinal pain. It was reported that the controller was at 100% when implant charging session was started but the controller battery died before implant charging session would finish. The caller stated the controller battery died after 2-3 hours of actively charging implant and issue was getting continuously worse. Caller stated patient had trouble with the li battery pack again and was sent a new one the last time it was previously reported. Around the same time the controller battery died before implant could be fully charged, the implant itself started taking longer to charge. Caller stated they always got patient on excellent recharge quality before starting charging session because on good recharge quality implant took a lot longer to charge. The caller reported issue with poor recharge quality. Caller stated recharger antenna could be directly over implant and yet controller stated patient did not have good recharge quality. Caller stated it had always been this way but it gradually had gotten worse. Caller stated at first it was not hard to get excellent recharge quality but it has been getting worse where sometimes it took her half an hour of repositioning the recharger (insr) antenna to get to excellent recharge quality. The caller stated today she got excellent recharge quality right away but other times she got the no device found screen. Caller stated patient's implant battery had trouble holding a charge. Patient's implant would be fully charged in afternoon and by the time the patient woke up the next day, implant battery would be fully drained so implant battery wasn't holding a charge. Patient called back and had controller all charged up and was on speed 4. No further complications were reported/anticipated.